Manufacturer narrative:
(B)(4). Batch # n91n6w. Investigation summary: the device was received with the jaws stuck with tissue and dried body fluids within the jaws. The jaws were released to perform functional test. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the device had been working and then stopped. The jaw was blocked and did not allow the extraction of the sample. The device stopped when closing the blades with the tissue inside. The jaws did not open. No other information provided.